Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause could not be identified, olympus confirmed foreign material came out of the device which most likely occurred due to the use of products that contain silicone causing deposits of white foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material clogging the auxiliary channel. There was no patient involvement.